Event description:
Customer reported the alarm sounds continuously when in use with the nurse call cable. Customer did not provide a date when issue was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned unit found that the alarm does not sound when weight is removed from sensor pad or when the magnet is removed from magnet plate. The alarm does not sound when a sensor pad or magnet is not attached (fail safe). Two pins in the rj-11 receptacle are crossed and touching. (B)(4).